Event description:
It was reported that the pump was being replaced because the pump stopped and the patient went into withdrawal in (B)(6) 2014. The patient reportedly never heard the pump alarm. The pump was interrogated on the date of the report and it showed an estimated elective replacement indicator (eri) at less than 1 month. A catheter dye study was done on the date of the report and it was patent. The new pump would have saline placed in it and be programmed to minimum rate mode. The pump system was being used to infuse clonidine, bupivacaine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the specific withdrawal symptoms the patient experienced were unknown. It was noted the cause of the event was unknown. The patient was doing fine at this time. No further information was provided.